Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose levels were in the 300's mg/dl range. Supply changes were performed resolving the occlusions. A system check was performed on the current supplies in which no occlusion alarms had occurred and the pump performed as intended.